Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, the blister appears to be damaged at the top section and corner. However, no conclusion could be reached as to the cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. Additional information requested and received: can you please explain what is meant by ¿the shell was busted¿? By shell, do you mean the inner plastic tyvek (aka blister) packaging that contains the device? Was this inner plastic tyvek packaging compromised allowing possible non-sterility/contamination of the device? Or, is the shell in reference to the device itself? If yes, please explain. The tyvek aka blister packaging that contains the device was busted when they opened up the box. I will attach a picture.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information requested but unavailable: can you please explain what is meant by ¿the shell was busted¿? By shell, do you mean the inner plastic tyvek (aka blister) packaging that contains the device? Was this inner plastic tyvek packaging compromised allowing possible non-sterility/contamination of the device? Or, is the shell in reference to the device itself? If yes, please explain.

Event description:
It was reported that the circulator went to open stapler and the shell was busted. There were no patient consequences reported.